Event description:
During a spinal procedure it was reported that the right l4 screw was not placed according to the plan.

Manufacturer narrative:
The device has not returned for evaluation. Radiograph images were provided which confirm that the screw was outside of the intended plan. Review of device history records cannot be performed as the identifying lot number was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.